Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the complaint indicates the issue occurred on 08-feb-2019, but the log indicates the issue occurred on 07-feb-2019. At 08:26:32 am the user switches the blending gas to 95/5 from air. Calibration is successfully performed at 08:50:40 am. At 08:52:46 am the gas system reports "o2 sensor and blender disagree", blender = 95% and sensor = 22.2%. All indications are the blending gas was actually air (not 95/5). The "o2 sensor and blender disagree" error was caused by setting the incorrect blending gas type. This error occurs two more times. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a calibration error. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.